Event description:
A hospital nurse reported loss of image during a procedure. The case was completed with a second scope and there were no complications associated with the occurrence. Background: according to the nurse, the incident described above was not recent. It was not reported to olympus because the scope was sent to an independent repair facility for inspection following the event. Based on the finding at the independent facility, the cf-140l was overhauled and returned to the facility. The newly repaired scope was used several times (number not specified) before image loss was experienced again during inspection prior to use.